Event description:
It was reported that while preparing to lift a patient with the golvo 7007, the strap of the sling slid to the side against the plastic latch and the latch broke. The strap of the sling came off the sling bar and the patient fell. Per the initial report, the patient is doing fine. No patient injury or medical intervention was reported. Follow up information was obtained from the facility¿s maintenance technician that the patient was taken to the hospital after the fall occurred; however, the technician did not have information regarding the clinical course of event. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Further follow up was conducted with the clinical administrator who reported on (B)(6) 2022, the patient was being transferred from the bed to a wheelchair at the senior facility she resides in. There was an electrical cord under the bed that the staff rolled the lift over. When staff started moving the lift towards the wheelchair and back over the cord, the lift began swinging. It was also reported that staff was supporting the patient's legs, which caused slack in the sling. The leg strap loop moved and came out of the slingbar hook and the plastic latch broke. The patient fell out of the sling and on to the floor. The patient was transported to the hospital and two CT scans were performed while the patient was hospitalized that showed a subdural hematoma. The patient was admitted overnight for observation and given keppra for seizure prophylaxis. The patient was discharged back to the senior facility on (B)(6) 2022. The patient has a medical history of cerebrovascular accident (cva) with left side deficit. Per the clinical administrator, the patient was back to baseline. No additional information was reported. The golvo mobile lift is intended to be used for transferring patients between devices (e.g., within the room), between bed/wheelchair, to/from the toilet, in bath and shower, floor lifting, horizontal lifting, and weighing patient. The universal slingbar instruction for use (7en160185 rev. 5) states: check the function of latches and that the latches are intact; missing or damaged latches must always be replaced. "Before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. The sling bar contains two latches that guide the user when attaching the loops of the sling to the slingbar, before any load is applied. When the sling harness is improperly attached around the latch, the latches for hillrom¿s universal slingbars are designed to detach when subjected to minimal force. This design prevents a patient from being lifted to a height which could be potentially hazardous while the sling is improperly attached to the latch. The hillrom service technician inspected the golvo lift. The safety latch was replaced, and no other issues were found. The lift functioned as designed. There was no malfunction of the device. A subdural hematoma is a type of bleed that occurs between the skull and the surface of the brain. The most common cause of a subdural hematoma is traumatic head injury such as from a fall or car crash. A subdural hematoma is a medical emergency that can lead to brain herniation, bleeding, or seizures if left untreated. In this event, the patient required hospitalization for observation and seizure prophylaxis. The patient¿s medical history is significant for cva. The adverse event of subdural hematoma is considered serious and can be contributed to use error related to improper lifting technique as reported by the customer. Therefore, hillrom considers this complaint reportable.